Event description:
It was reported by the patient contact that this male patient expired on (B)(6) 2023 due to cardiac arrest. The patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient passed away in the hospital on (B)(6) 2023 due to cardiac arrest. The pdrn could not confirm if the patient was in active treatment at the time of the event. It was also not confirmed if the patient was transported to the hospital due to the cardiac arrest or if the patient was already at the hospital. No further information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by the patient contact that this male patient expired on (B)(6) 2023 due to cardiac arrest. The patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient passed away in the hospital on (B)(6) 2023 due to cardiac arrest. The pdrn could not confirm if the patient was in active treatment at the time of the event. It was also not confirmed if the patient was transported to the hospital due to the cardiac arrest or if the patient was already at the hospital. No further information was provided.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no sign of physical damage. The system air leak test passed. The valve actuation test passed. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no visual discrepancies found during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported by the patient contact that this male patient expired on (B)(6) 2023 due to cardiac arrest. The patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient passed away in the hospital on (B)(6) 2023 due to cardiac arrest. The pdrn could not confirm if the patient was in active treatment at the time of the event. It was also not confirmed if the patient was transported to the hospital due to the cardiac arrest or if the patient was already at the hospital. No further information was provided.

Event description:
It was reported by the patient contact that this male patient expired on (B)(6) 2023 due to cardiac arrest. The patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient passed away in the hospital on (B)(6) 2023 due to cardiac arrest. The pdrn could not confirm if the patient was in active treatment at the time of the event. It was also not confirmed if the patient was transported to the hospital due to the cardiac arrest or if the patient was already at the hospital. No further information was provided.

Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.